Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to fracture of both the pace/sense and rv coil conductors. The fracture was discovered when high impedance was noted during a follow-up check. A new pacemaker lead was placed instead of an implantable cardioverter defibrillator (ICD) lead, as the patient¿s ejection fraction had improved. The patient experienced no symptoms before, during, or after the procedure.